Event description:
During baxter's evaluation of this device, it was discovered to have failed the upstream occlusion test at a rate of 40 ml/hr.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Baxter initial evaluation found the pump to fail the upstream occlusion test at a rate of 40 ml/hr. The device failed to alarm during the allotted time period. The unit was sent for further testing and passed. The pump will be reworked and tested per baxter's service procedure to ensure proper pump operation.